Event description:
Monitor electrodes placed in proper place on pt with implanted defibrillator and cardiac pacemaker. Monitor failed to pick up either pacemaker (spikes) rhythm or underlying natural cardiac rhythm. Lead settings were changed (lead I, lead ii, and lead iii) as well as size of electrocardiograph (.5 to 3x) and monitor still failed to pick up rhythm. Electrode connections were checked both at pt end and cable end, and were connected properly.